Event description:
Attorney reported: in early 2007 - the patient underwent an incarcerated umbilical hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2008- the patient presented to the hospital due to chronic drainage at the site of the hernia repair. A CT was performed which revealed an abscess at the site of the umbilicus. Hospitalization and surgery were immediately necessary. During the procedure, the surgeon observed a fistulous tract at the level of the umbilicus, between the mesh and abdominal wall and an abscess within the peritoneal space. At that time the mesh was removed and the underlying abscess cavity was cleaned. A wound vac was placed to facilitate drainage. Because of the defective mesh patch and the multiple medical visits and surgeries necessitated the patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.